Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 pocket d1 and d3 had failed and required maintenance. The customer tried to reboot the station and performed the recovery storage, but the issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary enhanced full height drawer 5 failed to recover with multiple pockets. A field service engineer (fse) asked the customer if the service could be postponed, as the drawer might require a new cubie tray, which was not available, but could potentially be obtained from the ny depot. The fse reseated and checked all cables, and the issues were resolved. Additionally, all slide bumpers were checked to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.